Event description:
Per the clinic, the patient experienced an extrusion of the device into the external auditory canal. Subsequently, the device was explanted on (B)(6) 2024, and the auditory canal was reconstructed within the same surgery. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.